Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2016-00145 screw 1, MDR 3025141-2016-00147 screw 3, MDR 3025141-2016-00148 screw 4, MDR 3025141-2016-00149 plate.

Event description:
An aculoc volar distal locking plate was implanted, using three 2.7mm cortical screws on the shaft and four 2.3mm locking screws distally. Ten weeks post op, it was determined via x-ray that the four distal screws had broken. Six months post op, the plate and screws were explanted. (From journal article titled "failure of volar locking plate fixation of an extraarticular distal radius fracture: a case report"; cao and ozer; patient safety in surgery 2010, 4:19.)